Event description:
It was reported that a patient was being imaged during a cardiac catheterization procedure for a stenosis. The technologist measured a "normal" section of the vessel or "reference diameter" with an innova 3100 and determined it to be 2.4mm +/- 0.13mm. A 2.5mm stent was deployed and after post dilation of the stenosis, the stent moved down the vessel to the bifurcation of the circumflex vessel. The customer then performed an intravascular ultrasound and measured the vessel at 4.0mm. The user inserted and deployed an additional 3.5mm stent, which covered the stenosis and also was the "extension" of the first stent which had moved down (stent-in-stent technique). Following the procedure the patient was reported to be in stable condition.

Manufacturer narrative:
As a part of ge healthcare's investigation, log files and dicom data were collected, and the measurements were reproduced. The device was found to operate according to specifications. The clinical judgment error was determined to be in the assessment of the total vessel and the appropriate section of the vessel to establish as the "normal" section or "reference diameter." The circumflex vessel was not measured distal enough from the stenosis to get an accurate measurement of the "reference diameter." The diameter of the stent had been chosen based on the vessel diameter at a place that was suffering from plaque burden. The plaque burden at this area was not clearly visible.